Event description:
Pump reported to be setup with 1000 mls of dextrose 5% with 1/2 normal saline and 20 meq of potassium. Pump was set to infuse at 100 ml/hr. Reportedly, two hours later the bag was found empty and the pump alarming. No pt injury resulted.